Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, there was a discrepancy between the valve size measurement obtained from the medtronic representative (26 millimeter (mm)) and the facility (29 mm). A 26 mm valve was attempted; at 80% deployment, moderate paravalvular leak was noted. The delivery catheter system (dcs) and valve were withdrawn from the patient. A larger 29 mm valve was inserted into the patient; however, multiple attempts to place the valve were made but the valve dislodged downward. The dcs and valve were withdrawn from the patient. A different (non-medtronic) valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26us, serial#: (B)(6), ubd: 28-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.